Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses: ¿potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy."

Event description:
Patient representative alleges the patient returned to the doctor¿s office with concerns of ¿still having fluid come out of her nipple¿. Documentation alleges patient continues to have ¿pain and a burning sensation in her right breast¿. Documentation alleges the patient¿s implants remained ¿malpositioned¿, ¿painful¿, and ¿demonstrated a poor aesthetic appearance¿. Documentation also alleges the patient has ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and she will suffer them in the future¿. The device remains implanted. This medwatch is for the right side. See MFR # 9617229-2017-01787 for the left side.